Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level at the time of incident was 40 mg/dl. The customer¿s current blood glucose level unknown. Customer did not allege pump was over delivering. The customer¿s sensor glucose level was 70 mg/dl. It was reported that customer drank coke low blood glucose level over delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the auto mode was active on the insulin pump during the low blood glucose level incident.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
Follow up reports 1, 2 and 3 were all submitted with the wrong aware date in regards to the auto mode feature. The correct aware date is 09-jan-2019. Also, additional information has been added to this report.

Event description:
It was reported via phone call that the customer's neighbor called 911, and ems was dispatched for the customer due to her low blood glucose levels. It was also stated that the insulin pump system had not been in use within 48 hours of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Auto mode was active at the time of the incident.